Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin infection, impaired healing. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "infection that caused the incision scar not to heal well¿. Healthcare professional later reported "no complaint against the device". This record is for the right side. Device remains implanted.